Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(6) alleging that test strips were missing from the test strip vials. The reported issue was resolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.

Manufacturer narrative:
The 510 (k) is k093745.